Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer, but no notable events occurred prior to the incident. There was no adverse impact on the customer's blood glucose level. The customer's actions were limited because the necessary charging supplies were unavailable at the time. The customer was advised to call back when they had the supplies, and the case was left open for follow-up.